Event description:
According to journal article "acta orthopaedica belgica, vol. 76-1-2010, a (B)(6) woman with severe osteoporosis underwent a posterior t12-s1 fusion because of lumbar scoliosis. After two months, the superior pedicle screws loosened and a revision spondylodesis t8-l1 was performed with depuy spine cannulated cemented pedicle screws. Post operative radiographs revealed paravertebral cement leakage on the left but this was clinically silent and the patient reported pain relief. Three months later, instability was identified in the adjacent superior segment and a CT scan of the chest now revealed multiple pulmonary cement embolisms. Corpectomy t7 and extension spondylodesis t6-t9 with an anterior single rod were performed. The pulmonary embolisms remained clinically silent and lung function was normal 18 months after surgery. Concomitant device: depuy spine cannulated fenestrated screw, catalog no. Unknown, which has not been cleared for market in the u.s.

Manufacturer narrative:
No lot numbers or samples are available. Without lot numbers, reviews of manufacturing records cannot be completed. Review of complaint data found no emerging trends. Without product samples, we are unable to confirm the reported issue or identify the root cause. In the absence of product samples, lot numbers, or an observed trend, this complaint will be closed with no further action required. Not available for evaluation.